Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connecter on remote frequency board. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call radio frequency pic failed self-test and damage on the insulin pump. Customer advised the lower left and right of the display screen has a crack. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.